Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had an unrelated fall approximately a year after implant. Upon review, the left ventricular lead became dislodged. The left ventricular lead was disabled, and the patient was stable. Over time, the patient's heart failure became worse. On (B)(6) 2019, the lead was capped and replaced. The patient was stable and discharged.